Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient developed a cardiac tamponade. The tamponade was drained and the patient recovered. The case was completed with cryo. It was noted that the patient's hospitalization was extended. No further patient complications have been reported as a result of this event.